Event description:
The national complaint coordinator for baxter france reported a device in which an overinfusion was alleged to have occurred during patient use. The device was filled with 6g of fortum diluted to 230ml of 0.9% sodium chloride. It is reported that the device emptied too fast: in a few hours instead of 24 hours as expected. There were no reports of injury or medical intervention associated with the reported condition. Although requested, no further information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 23 2007. Another country's co indicated that the complaint sample has been discarded by the customer, and a companion sample is not available. Thus, a device evaluation could not be performed.baxter france indicated that the lot number of the device involved in the incident is not available. Since the complaint sample has been discarded by the customer, the lot number could not be verified. Thus, a batch review could not be performed.the direction insert for 2c1063kp states that there will be an approximate 10% increase in the nominal flow rate when 0.9% sodium chloride is used. The report indicated tha 0.9% sodium chloride was used on the reported device.the manufacturing facility has been made aware of this report through baxter's complaint handling system. The manufacturing facility will continue to monitor similar incidents for possible trends.